Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of this device, oversensing of noise for less than two seconds was observed on the right ventricular (rv) channel. The patient had an underlying rhythm present. The rv lead was removed and reconnected multiple times which appeared to have resolved the issue. After pocket closure, noise was still observed. The physician suspected that air was escaping through the header which was believed to be causing the noise. The patient will continue to be monitored and the device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
This device was explanted and returned back from the field with no further allegations relating to this event being made against it. No adverse patient effects were reported.